Event description:
The customer indicated that (B)(6) architect anti-hbc ii results were generated. A sample was tested on (B)(6) 2014 and generated results of (B)(6). The sample was tested again on (B)(6) 2014 with a (B)(6) result of (B)(6) and a (B)(6) result. The sample was tested on another analyzer sn (B)(4) and (B)(6) results of (B)(6) were generated. The sample was rerun on (B)(6) 2014 and (B)(6) results were generated: (B)(6) on sn (B)(4) and (B)(6) on sn (B)(4). There was no report of impact to patient management.

Manufacturer narrative:
The customer observed (B)(6) patient results for one sample when using architect anti-hbc ii reagent, list number 8l44-30, lot number 40402li00. The patient sample was not available for further investigation. To evaluate the analytical sensitivity a retained kit of the architect anti hbc ii, lot number 40402li00 was tested in a sensitivity set-up across three instruments. All specifications were met and no (B)(6) results were obtained. In addition the clinical sensitivity was evaluated by testing one commercially available seroconversion panel (biomex seroconversion panel scp-hbv-002). The seroconversion panel results were compared with historical data from architect anti-hbc ii and the complaint lot detected the same bleeds as reactive for the seroconversion panel members. Based on these data it was shown that the sensitivity performance is not adversely affected. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the customer observation. Customer complaint data was reviewed and no adverse trends were identified. The architect anti hbc ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.